Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller reported pt's ins is not working and inquired on how to proceed with an MRI of lumbar. Technical services (tss) reviewed information. Caller asked if they could put the pt or pt's daughter on the phone. Caller explained the need for the MRI eligibility form and pt became very escalated in the background of the call. Pt was screaming that they were in "so much pain" and that they need the MRI. Caller put the pt on the phone and tss explained the MRI eligibility form to pt. Pt's daughter then got on the phone and tss explained the MRI eligibility form to pt's daughter. Pt's daughter stated that pt had an MRI done in 2021 and questioned why and how that happened without the form. Tss explained that we can only provide information from our guidelines to the MRI facility and it is their decision on how they proceed. Tss faxed MRI eligibility form to caller. Troubleshooting was not required. (B)(6) 2023 patltr (con) additional information received. It was reported that ins stopped working years ago. It was not able to operate adequately. Patient was instructed to leave it alone. Patient reported there was difficulty with device programming/charging. Ins stopped working. Several attempts to correct charging/device unsuccessful. Advised to have surgery to replace to newer model. Never happened.